Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2026 while reportedly wearing the lifevest. A patient received 5 appropriate shocks during vf. The arrhythmias were not converted to a slower rhythm. The patient remained in vf after the fifth treatment. The device stopped delivering treatments after the maximum number of shocks allowable per single detection sequence. Two non-lifevest shocks were observed. The response buttons were not pressed during the event.

Event description:
The monitor was returned for investigation and did not pass incoming functional testing. ******************************************************************a us distributor contacted zoll to report that a patient passed away on (B)(6) 2026 while reportedly wearing the lifevest.a patient received 5 appropriate shocks during vf.the arrhythmias were not converted to a slower rhythm.the patient remained in vf after the fifth treatment. The device stopped delivering treatments after the maximum number of shocks allowable per single detection sequence.two non-lifevest shocks were observed.the response buttons were not pressed during the event.

Manufacturer narrative:
Device evaluation of monitor has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The open r781 resistor is consistent with the patient receiving an external cardioversion while wearing the lifevest. There is no indication the open r781 resistor caused or contributed to the patient's passing as the system was able to detect and treat vf rhythm on the date of event.